Event description:
The patient's friend or family member reported that the device was off/disabled and long longer providing therapy, end of service (eos). The patient would get all bars shaded when recharging and would charge to 100%. It was stated that the implant was not charging at all. The manufacturer did some troubleshooting with recharger over the phone to determine that they were getting a call your doctor icon screen with an eos message. In (B)(6) the implant started taking a little longer to charge and last month every time patient tried to charge it, it would not do anything. The patient was to follow-up with their health care professional (hcp) to discuss replacement. The patient had pain because the device was not doing its job. It was noted that the eos and pain started in (B)(6) 2016, and last month would not do anything when they tried to recharge. It was also noted that the patient was sick, they had the flu and thought that was causing the patient pain, it was later clarified that this was not related to device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.